Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that at the beginning of the procedure the cautery of the vasoview hemopro 2 kept cutting in and out during point of use. Extension cord was replaced but issue kept occurring. A new t.w. Power supply was substituted which resolved the problem. Beeping was heard intermittently. T.w. Power supply set at level 2. Pre-cautery test not performed. Patient was not injured during the case. No procedural delay was indicated. The device did not shut off after the 15-second activation cycle. Power setting at 2. There was no change in settings that resolved this issue. The power supply was placed on the tower near the light source and c02 insufflator, as in every other hospital.